Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported that after a laparoscopic bowel resection procedure, the patient had an infection. Phlegmon occurred along the bowel anastomosis. There was no re-operation so cultures were unobtainable. The patient was admitted and treated with IV antibiotics and discharged in good condition.